Manufacturer narrative:
Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Historical performance of lot 37320un23 was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 37320un23. Based on the investigation, no deficiency for lot number 37320un23 was identified.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.075 ng/ml was reported for a patient sample that retested negative at <0.01 ng/ml. The customer normal range is 0.01 - 0.05 ng/ml. The result was corrected in the patient's chart and there was no impact to patient management.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.075 ng/ml was reported for a patient sample that retested negative at <0.01 ng/ml. The customer normal range is 0.01 - 0.05 ng/ml. The result was corrected in the patient's chart and there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.